Event description:
In a journal article, the authors describe a technique for stabilizing a rotationally unstable intraocular lens (iol) and long term f/u for a pt who underwent repositioning and stabilization of an iol using reverse optic capture (roc). This pt presented with early, more than 70 degrees off-axis rotation. The iol was repositioned but was very mobile within the bag and tended to rotate off-axis; hence, it was stabilized in the desired position by capturing the optic through the anterior continuous curvilinear capsulorhexis (ccc), leaving the haptics in the bag. This (B)(6) year old female pt had undergone cataract surgery with an iol placement of 64 degrees. On the first postoperative day, the iol had rotated to 135 degrees. Because of the large degree of iol rotation and refractive error, it was decided to not wait for capsule contraction before surgically repositioning the iol. The repositioning procedure was performed on the fifth day postoperatively. During the procedure the axis of the iol had rotated to 130 degrees. The bss cannula was used to rotate the iol to the 64 degrees position. The iol was found to be very loose in the bag and tended to rotate again during irrigation of the bss to bring the iop to normal. Therefore, it was decided to proceed with stabilizing the iol using roc. The iol was captured in the desired position. On the first postoperative day after repositioning with roc, the optic was well captured in front of the ccc and was stable at the axis of placement. At the two year f/u after roc, the pt was not using any correction for her distance vision. The iol was captured by the ccc at the placement. At the two year f/u after roc, the pt was not using any correction for her distance vision. The iol was captured by the ccc at the axis of 65 degrees. These results revealed a stable on-axis iol with no visual, refractive or ocular complication. The authors described that this pt's axial length and white to white diameter were on the higher side of normal, and she had a large capsular bag within which the lens was tending to rotate freely. The authors concluded that roc is a useful and safe technique to address the problem of iol's that tend to rotate at the time of surgery or are not stable postoperatively.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. The complaint file was opened from a literature report. Not enough info was provided in the report for further investigation. Add'l info has been requested. Howard g. Reverse optic capture to stabilize a toric intraocular lens. Case rep. Ophthalmol 2013;4:138-143. (B)(4).